Event description:
Pt had a chest-abdomen CT scan using a siemens volume zoom scanner. After the scanner finished, pt was told by the tech to wait while she checked something. As pt lay waiting there, the table sent pt back into the gantry ring. The ring began to whir and rotate while pt lay in the ring for some period of time. As pt recalls the table was no longer moving but had pt stationary within the ring. Eventually it stopped and a short while later the tech came out. Pt asked about this later and was told that the machine goes through a cooling cycle and that it is highly unlikely that pt could be exposed. But pt has not gotten a clear answer on this.